Manufacturer narrative:
Literature article attached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Abdalkader, m., sathya, a., ma, a., cervantes-arslanian, a. M., chung, d. Y., barest, g., <(>&<)> nguyen, t. N. (2021). Hydrophilic polymer embolization following flow diversion of cerebral aneurysms. The neuroradiology journal, 34(4), 363¿369. Https://doi.org/10 .1177/19714009211004185 medtronic literature review found a report of seizures, vasogenic edema involving the right frontal and parietal regions gaining the diagnosis of delayed inflammatory reaction secondary to hydrophilic polymer embolization in association with flow diversion treatment using two pipeline (ped) devices, a marksman microcatheter, a navien 058 catheter, and a phenom microcatheter. The purpose of this article was to describe the hydrophilic polymer embolization adverse event with medical devices used in flow diversion treatment.  The authors reviewed one case of a patient treated for recurring aneurysm in the posterior communicating artery using flow diversion treatment. The patient was a female with a medical history of hiv and 10 years of recurring ruptured posterior communicating artery aneurysm with previous coiling. The patient underwent two separate procedures forflow diversion therapy. In each procedure the patient experienced delayed inflammatory reaction secondary to hydrophilic polymer embolization. The treating physician believed the first procedures inflammatory response was due to the pipeline being unsheathed/resheathed multiple times. During the second procedure the medical devices used we intentionally changed to determine cause of inflammatory reaction.  The article states during the first flow diversion procedure multiple attempts were made to deploy the ped device, but "due to unfavorable positioning of the device and repetitive prolapse in the aneurysm cavity" the ped device was removed. The following intra- or post-procedural outcomes were noted in the first flow diversion procedure using the marksman microcatheter, ped, and navien 058 catheter: partial seizures involving left arm and left leg. Vasogenic edema in right frontal and parietal regions hypersensitivity response treatment included antiepileptic medication. The following intra- or post-procedural outcomes were noted in the second flow diversion procedure using ped and phenom microcatheter: focal seizures left sided weakness hypersensitivity response complete resolution of the aneurysm treatment included corticosteroids.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.